Event description:
It was reported that during an implant procedure, physician went to remove the stylet from the left ventricular lead and the inside of the lead came out along with it. The lead was exchanged for another to complete the surgery. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.